Event description:
The distributor reported a breach in the tyvek packaging. This was identified during their initial inspection of rec'd product. The device was not sent to a user facility.

Manufacturer narrative:
One unused device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The returned device was visually examined and the complaint was confirmed. A small breach was discovered in the packaging consistent with mechanical force being applied after the product was sterilized. No root cause could be determined.